Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concern. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concern. Device has been replaced.

Manufacturer narrative:
Device evaluation: . Analysis of the returned device identified, underweight, broken shell and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified, striated opening and broken on posterior, radius and anterior, sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a striated opening and broken on posterior, radius and anterior assessed, as surgical damage. A sharp broken on posterior assessed, as an unidentified (tear) opening. Missing shell (25-50%) assessed, as inconclusive.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth implants, due to the patients concern. Device has been explanted.